Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned and replaced tip clamps in the problem area of the pipetter assembly. The fse also cleaned plunger clamps and sleeves. The instrument was inspected, tested without further problem, and returned to service.